Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. A new battery cap will be shipped. The insulin pump will not be returned for analysis.